Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the black (pp+) wire was detached from the solder pad inside the front therapy electrode (te). The cause of the incoming test failure is the detached black wire. The root cause of the detached wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The last patient to use this belt did not report any deficiencies.